Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat a premature ventricular complex pvc, an intellanav mifi open-irrigated catheter was selected for use. Generator alarmed "excessive temperature" and it was noticed that the luer lock connection was broken and leaking fluid. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated catheter was returned to boston scientific for laboratory analysis. Media inspection was performed for the picture attached in the complaint and it was possible to observe the extension tubing partially detached/separated from the luer fitting at the adhesive joint. Visual inspection noted that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observation.

Event description:
It was reported that during an ablation procedure to treat a premature ventricular complex (pvc), an intellanav mifi open-irrigated catheter was selected for use. Generator alarmed "excessive temperature" and it was noticed that the luer lock connection was broken and leaking fluid. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Product was returned and has been received by boston scientific corporation.